Event description:
It was reported that in the pt's room after placing the catheter, a leak was found. As a result, the catheter was removed but not replaced. There was no reported delay, death, or complications to the pt as a result of this occurrence. (B)(6) is checking into the period of placement time prior to the leak. The pt suffered from intestinal infection.

Manufacturer narrative:
(B)(4).